Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on november 10, 2016 that a lithoclast ultrasound probe was used for a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2016. According to the complainant, during procedure and inside the patient, the probe broke in half and was contained in the scope. Reportedly, the probe heated and the physician burned his right thumb and had a big blister. The procedure was completed another ultrasound probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.